Event description:
It was reported ongoing intermittent occlusion alarms occurred, which caused the customer's blood glucose level to be displayed as "high" a specific value was not provided and dates unknown. Customer stated occlusions have been ongoing for over a year, some resulting in an elevated blood glucose and all addressed the same way, by administering a correction injection, changing the infusion set and cartridge. The customer continued to use the pump for insulin therapy.